Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a trial patient's lead pull, the patient complained of pain. A CT scan was taken and the physician believed he saw two contacts from the lead left implanted in the patient. The patient underwent another procedure to remove the contacts, but during the procedure the contacts could not be found. An x-ray was taken and lamanectomy performed and both confirmed no contacts remained implanted in the patient. The physician believed that what was thought to be the contacts was actually dye from the mylegram. The patient is reportedly doing well following the procedure.